Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye was performed. Functional testing, including leak testing, clear passage testing, and clamp function testing, was completed. The visual inspection, leak testing and the clamp function testing noted that occluder feet were broken. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient¿s transfer set was found to have fluid leaking at the closed twist clamp after use for about four days. The patient was hospitalized but had no adverse reaction. There was no patient injury or medical intervention associated with this event. No additional information is available.